Event description:
It was reported that the ilet entered bg run mode because the freestyle libre 3 sensor was already in use by another device, and the user had paired the sensor with the abbott app; the user deleted the abbott app and replaced the cgm, and the new sensor began warmup, with dosing to resume after warmup. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with an improper procedure in which the cgm sensor was in use by another device; a specific device component term was not applicable. "It was concluded, based on previously established findings for similar reports, that the cause was user error setup and configuration conflict related to concurrent pairing of the freestyle sensor with a non-pump device."